Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an insulation anomaly was noted on the atrial lead during repositioning. The lead was capped and replaced. The patient's condition was good after the procedure.